Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that there was poor communication seen with the programmer (poor communication screen). They were not able to communicate to the implantable neurostimulator (ins) with the recharger. The last time the patient felt the stimulation was about a week ago. It was unknown when the last successful charging session was. Additional information received from the manufacturer's representative reported that the healthcare professional (hcp) indicated that the patient had a heart procedure on (B)(6) 2016 and had been having problems with the ins since that time. Further information received on (B)(6) 2016 from the representative reported that there was a potential overdischarge (od) on the patient's ins. Communication could not be established with the ins using the patient programmer, recharger, or the clinician programmer. The last successful recharge was 2 weeks prior to the patient's heart surgery (had a "reveal link" put in). The patient reported that the device was working just fine at that time. The representative was going to try an antenna locate (al) procedure and physician recharge mode (prm) to bring the ins out of the od. The indication for use for the implanted device was noted as non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.